Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst commented that the complaint is consistent with CAPA (B)(4).

Event description:
It was reported that approximately two months post implant, the longevity estimates varied from prior readings and between programmers. The device remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that approximately two months post implant, the longevity estimates varied from prior readings and between programmers. The device remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.